Event description:
Additional information was received indicating an invasive procedure was performed. The lead was successfully explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the hospital due to being in a slow ventricular tachycardia (vt). The patient was successfully cardioverted. Prior to cardioversion, episodes were reviewed in the logbook. Noise was observed on the rate/sense channel which was oversensed and resulted in an inappropriate shock. Additionally, it was noted that the shock appeared to have started the slow vt for which cardioversion was required. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting options. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.